Manufacturer narrative:
It was reported that during an unidentified procedure the puritan medical products cotton tip applicator linted into the patient's eyes. After multiple good-faith attempts, the facility was unable or unwilling to provide additional patient, product, or procedural information to the pack manufacturer. It is unknown how the cotton tip applicator was being used at the time of the incident and how the linted material was removed from the patient's eyes. No impact or adverse effect to the patient, the patient's stability, or the patient's plan of care reported. Samples of cotton-tipped applicators were returned to the pack manufacturer. The cotton tip was noted to be loose on some of the applicators. No lot information was originally reported to the pack manufacturer. It is unknown if the samples were from the same lot as the cotton tip applicator used during the unidentified procedure. A root cause for the reported incident could not be determined. Puritan medical products will be notified of the reported incident by the pack manufacturer. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified procedure the puritan medical products cotton tip applicator linted into the patient's eyes.